Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins moves back and forth inside of her. She said this started months ago and wondered if it was contributing to her other issue of the controller shutting off. Patient did mention since she noticed the ins moving, she was able to charge ins until the other issue controller issue started. Patient said her machine is not working, but she had a hard time explaining what the problem was. She mentioned she puts the recharger (rtm) right over the ins and even lays on a board so the rtm will stay there. She then said controller would be fully charged, and she would plug in rtm, but then controller won't do anything, and "kinda shuts off". She said the issue started about 3 weeks ago, and she hasn't been able to charge ins. To try and clarify the problem, patient services had the patient plug the controller into the ac power supply, and the patient said the green light was blinking on the controller, but she would get no device found, then recharge the controller battery (screen 86) after pressing recharge. The patient left the controller plugged in for a while, then went and tried to charge ins. She got no device found after plugging in rtm and then got passive recharge mode screens (middle number in the 70s, 80s, 90s). Patient services reviewed passive recharge mode info with the patient and asked if this is what the patient was seeing, and the patient said yes. Patient then said the controller battery too low screen came up again. Patient services reviewed to plug controller back into ac power supply and charge it up fully, then try to charge ins and call back for assistance.  During the call, patient said the one thing she hates about this "thing" is that the prongs of the wall outlet plug portion on ac power supply don't stay put, they fold up into the power supply and don't stay down. When asked if since implant, pt said: ya it's been going on.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# (B)(6) implanted: explanted: product type programmer, patient product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the issue had resolved itself.